Manufacturer narrative:
A full set of x-rays were received and reviewed and it is apparent that the tibial component is too large for the bone canal in this patient. However, the surgeon has noted that the patient does not require any further procedures as the component is well fixed. A smaller tibial component could have been used which would not have required additional reaming. This component would have been shorter and narrower in diameter, however due to the patient's anatomy, a smaller tibial component would have been undersized on the resected tibial plateau. On review of the x-rays it is apparent that the patient has some bowing medial-laterally. It is concluded that the design engineer misjudged the degree of the tibial narrowing compounded by the bowing in the frontal view. The implant design work instruction outlines the method for measuring with templated against magnified x-rays. The last step is to check the magnification of the knee. It is believed that this last step was missed by the design engineer. The design team have been informed of this case and are ensuring the procedure is followed correctly.

Event description:
It was reported by the surgeon that the patient underwent a custom distal femur replacement procedure on (B)(6) 2012. The surgeon reported that during the procedure the tibial component was a tighter fit than he expected and additional reaming was undertaken to ensure it fitted correctly. The surgeon also commented that the patient's legs are of an equal length and no further complications or concerns have been reported.